Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a sore on his back under the therapy pads. There was no alleged device malfunction. The patient's physician advised time out of the device to allow the irritation to heal. The patient reported that the irritation had improved.